Event description:
Caught fire.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 the bed was "new out of the box and caught fire when my driver installed in a house". It was reported that it "went out pretty quick and no one was injured". The device was reported to be purchased from medline and was stored in a warehouse before being brought to the customer's home. The customer confirmed seeing smoke and fire. After the incident, the bed was removed from the home. The sample has been requested to be returned for evaluation. A root cause could not be established. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated investigation type due to sample being returned to manufacturer and evaluated. Investigation conclusion unchanged.

Manufacturer narrative:
Updated d4: serial number updated to (B)(6).